Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was in use the screen went blue and then blank and will no longer load past the rdt splash screen at which time the screen goes blank and the green led by the power button continuously flashes. The device was in use on a patient at the time of the event, however no patient or user health consequences or impact occurred.